Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate shocks. It was reported that anti-tachycardia pacing (atp) was delivered, then the device delivered shocks until therapy was exhausted. It was thought that the rhythm ID detection enhancement would have inhibited shock therapy. A boston scientific technical services consultant discussed the rid algorithm and that the device would inhibit as long all inhibition criteria were met, then therapy would be delivered when other criteria were met. The device was reprogrammed to include a monitor only zone, to prevent additional inappropriate shocks. No adverse patient effects were reported.